Manufacturer narrative:
The device was evaluated by the manufacturer and the event could not be duplicated. The device was repaired and returned to the customer.

Event description:
It was reported that the device will not stop when trigger is released during testing of equipment. There was no patient involvement or adverse consequences related to this event.